Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt developed scleritis. The pt was treated with atropine and corticoids and is doing better. No explant is planned. The association between this event and the iol is not known. During a follow-up conversation with the surgeon he indicated the scleritis has resolved.